Event description:
The pt experienced increased baseline pain. A motor stall was confirmed in the event log with no motor stall recovery. There was no known magnetic interaction. The pump was replaced. The device sys was used to deliver morphine. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).